Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer says the device was not broke, but once the patient sat in it , it cracked. He states the patient is under the weight cap. MDR filed.